Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. A caregiver reported that the customer received an unspecified high scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced seizure and was unable to self-treat. The customer required administration of "amoxiloting sirop is to treat an infection which is not related to the adc device" from a third-party. No other treatment was reported by the customer. There was no report of death or permanent impairment associated with this event.